Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that when the md was inserting the catheter, he found it difficult to insert over the needle. When he tried to remove the needle with the catheter he noticed that the catheter was missing. A surgeon had to remove the missing part making a small incision to retrieve the catheter. There was no patient death, injuries or complications noted. There was a delay while the device was removed and replaced with another catheter successfully.